Event description:
Revision due to a dislocation of the liner from the glenosphere and the cause is unknown. At about 2 weeks from primary the surgeon revised the diaphysis, glenosphere, metaphysis and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 29 january 2024: lot 2303289: (B)(4) items manufactured and released on 13-july-2023. Expiration date: 2028-06-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. Additional implant involved. Batch review performed on 29 january 2024 on reverse shoulder system 04.01.0208 lat. Glenosphere 39xø24.5 (k193175) lot. 2304585 lot 2304585: (B)(4) items manufactured and released on 24-aug-2023. Expiration date: 2028-07-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.